Event description:
Received information that load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 150 units of cold insulin. During troubleshooting with tandem technical support, the customer attempted to successfully complete the load process with other cartridges but received the same error. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used could insulin. The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.